Event description:
The customer reported the no delivery alarm not working. Troubleshooting was performed, and the insulin pump passed the prime test. The customer did not have the tubing clamp for the high pressure test. Advised the customer that the tubing clamp would be shipped to him. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.